Event description:
The patient received 2 scs leads with the same lot number. The patient reported she experiences uncomfortable stimulation due to experiencing an auto-increase in amplitude approximately 10-15 minutes after increasing amplitude or turning on stimulation. The patient also reported after the auto-increase, she is able to decrease and maintain the amplitude at a comfortable level. The patient is to consult with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.